Event description:
T-stat surface sensor 2.5cm new package was opened. Surgeon said the product was not working, the light and the sticky part was not working. Surgeon [(B)(6)] asked to open another t-stat product.